Manufacturer narrative:
Based on available information, a root cause could not be determined. It was reported that the anterior capsule tear occurred while the surgeon was attempting to complete the rhexis manually, but no additional details were provided. Furthermore, not all incomplete capsulotomies result in an anterior capsule tear, since creating the manual rhexis is highly dependent on the surgeon. (B)(4).

Event description:
A surgeon reported that while performing laser-assisted cataract surgery on a patient, the capsulotomy was incomplete. The surgeon proceeded to complete the rhexis manually and an anterior capsule tear occurred. There was no loss of vitreous and the surgery was completed. The desired intraocular lens (iol) was implanted. Additional information has been requested.